Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon evaluation of the electrode belt, the latch on the trunk cable connector was broken off. The root cause for the damaged connector was excessive force. The belt is designed to meet the mechanical requirements of (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.